Event description:
The event is reported as: complaint alleges: "the thread of the adaptor cannot be screwed properly to the wall mount. The thread is jamming easily and due to this adaptor breaks under the yellow thumb nut". No pt injury reported.

Manufacturer narrative:
The molding process and manufacturing procedure were reviewed and no findings relate to the reported issue were found. A device history review (DHR) could not be conducted since the lot number was not provided. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.